Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the delivered bolus history over a three day period showed that boluses on each day matched the total daily dosage. A 10 unit audio and 10 unit normal bolus delivery was performed and both boluses were accurately recorded in the bolus history and the bolus total daily dosage history correctly showed 20 units. In addition, the pump was exercised for 24 hours with a 1.0 unit/hour basal rate and at the end of the testing the basal history correctly showed 1.0 unit and total daily dosage of 24.0 units. No errors, alarms or warnings occurred during the testing. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. The reporter indicated an inaccurate delivery issue alleging that the total daily dose boluses did not match the bolus totals upon review. It was reported that the patient experienced blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.